Event description:
The customer contact reported that the device powered off by itself. The customer contact reported, at an unspecified time, the device was programmed to deliver an unspecified concentration of heparin. No specific programming parameters were provided. It was reported that after the device was delivering for a few days, the device powered off. No specific event details were provided. Multiple unsuccessful attempts have been made to obtain additional information, including if there were any adverse patient effects, a delay in therapy critical, and if any medical interventions were required.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the device history indicates the last programming occurred on (B)(6) 2013 at 0810, when line a was programmed in the dose calculation mode, to deliver an unspecified medication 25,000 units/ml, at a rate of 15 ml/hr, with a vtbi (volume to be infused) of 88.3 ml, for a duration of 5 hours and 53 minutes, and the delivery was started. At 1045, the delivery was stopped with a volume infused (vi) of 61 ml, and the delivery was restarted with a delayed start time of 2359. At 1515, the device alarmed n250 (door open while pumping), the volume was cleared 61 ml. At 1516, the device was turned off. This report represents all the information known by the reporter upon query by hospira personnel.